Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (infection, sepsis, multi organ failure) and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. A specific cause for the reported events could not be conclusively, determined through this evaluation. The outcome was not considered to be device-related. No autopsy was performed. Hm3 lvas, serial number (B)(6) was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed. And showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists infection, right heart failure, sepsis, and death as adverse events, that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection". The hm3 lvas patient handbook is also currently available. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Blood, urine & endotracheal tube secretions culture reports ((B)(6) 2021) showed growth of gram-negative organisms. Antibiotics were escalated. In spite of all support patient hemodynamics were not being maintained.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient passed way due to multisystem organ failure and sepsis on (B)(6) 2021. The device was not explanted. The device was not returned for evaluation. The patient was hospitalized for severe cardiogenic shock and near cardiac arrest. The patient was given cardiopulmonary resuscitation (CPR) and venoarterial extracorporeal membrane oxygenation (va-ECMO). Endotracheal tube secretion cultures were positive for acetobacter bacteria. Blood & urine culture were sterile. The patient was treated with antibiotics and implanted with heartmate 3 on (B)(6) 2021. The patient required rvad centrimag support due to rv failure on (B)(6) 2021. Patient parameters deteriorated on (B)(6). Mean pressure fell to 50-55 mmhg, urine output was reduced, and high inotropic support was required to support hemodynamics.